Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. It is suspected that the clinic is using incorrect lubricant (gel). Use of lubricant other than ky jelly or ky liquid can reduce the effectiveness of the surface cooling (leading to blisters or burns). The clinic was reminded to use only recommended lubricants as specified during training and in the user manual.

Event description:
Clinic reported a patient who developed bilateral burns with an abscess/cellulitis in right axilla. The treating clinic drained the abscess and prescribed oral antibiotics (keflex 250 mg qid for 5 days). By 21 days post miradry treatment, the symptoms were resolving.